Event description:
It was reported to philips that the system was unable to perform exposure, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing a planned coronary procedure. The procedure was completed by moving the patient to another system. It was reported to philips that the system is unable to perform exposure. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found the system displayed a message grid switch not available, so the system stopped making imagines. To resolve the issue, the fse replaced the detector and calibrated the system. The defective part was sent for analysis, for detector, malfunction was observed, and the failure was found to be glycoshell leaked into the detector; for "sib_x_hb" and "fru ipb_fox" no malfunction was observed. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.